Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 7.5 mmol/l. The customer jumped in the pool with the travel loaner and with her own insulin pump within a week. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump has traces of moisture at the mother board and the radio frequency board per our visual inspection. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.